Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 10 shocks as inappropriate therapy due to t-wave oversensing, with the patient having small amplitude for their rhythm and smart pass currently disabled. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported. The device has been reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 10 shocks as inappropriate therapy due to t-wave oversensing, with the patient having small amplitude for their rhythm and smart pass currently disabled. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.